Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer will continue to use their current pump for insulin therapy or will revert an alternate method of therapy if needed.